Event description:
On (B)(6) 2010, patient reported that his infusion device rattles even when not dispensing insulin. Patient stated, he feels the sounds are getting louder and the tapping noise continues even when the infusion device is not delivering insulin. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.